Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mj6889 batch number, and no non-conformances were identified. It was reported breakage suture. One open box with three unopened samples of product code y923, lot mj6889 was received for analysis. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that an animal underwent spay surgery on an unknown date and suture was used. The suture snapped while tying ligature. Surgery was extended an unknown amount of time. It is unknown how the case was completed.